Manufacturer narrative:
The technician found two screws were missing on the retaining ring causing the siderail locking mechanism to be disabled. He installed the retaining ring to repair the bed.

Event description:
Info received indicates the siderail will not latch.